Event description:
The initial report stated that the inflow tubing was blocked or clogged and would not allow water to flow through. Another needle electrode was used to complete the procedure. There was no injury to the pt. On 10/01/2008, during the investigation of the returned sample, it was found that the luer on the tubing, which would be within the sterile field, was leaking.

Manufacturer narrative:
Date of initial report: 10/24/2008. The tubing set has been redesigned to address the issue, and this was manufactured prior to the change.